Event description:
This pt was unable to void after placement of the suburethral sling. The sling was removed on (B)(6) 2010, and the pt was still unable to void. The pt is bipolar and was only able to void within 24 hours after being taken off her prescription lamictal. This pt has various other psychological issues that may have come into play regarding this procedure.

Manufacturer narrative:
There was no device malfunction during the procedure. Device functioned according to specs.